Event description:
It was reported that channel b (right side) on the heater cooler was not pumping. No other details regarding the nature of this event were provided.

Event description:
Additional information received stating that the issue occurred during set-up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), there will be no parts returned as this unit has reached its end of service life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.